Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
No moisture damage found on the electronics, motor, vibrator, and battery tube assembly during visual inspection. Button response functioned properly, however found corrosion on keypad traces. No button error alarms noted during testing. Pump has cracked case on the lcd display window corners, crack on lcd display window, and cracks on the reservoir tube lip.